Event description:
A malfunction occurred with the customer's pump, displaying a malfunction code 24 and fault ID 0x2219, which could not be reset. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections (mdi) as an alternative insulin delivery method while waiting for a replacement. Technical support decided to send a replacement pump, instructed the customer on putting the faulty pump into storage mode, and arranged its return to tandem.